Event description:
It was reported that patient dislocated her hip and experienced pain therefore, she needed to have a revision surgery. Patient is currently following up with her surgeon. Patient states that she has been through very difficult times.

Manufacturer narrative:
Based on the received medical records it was determined that device involved in the reported event is not a stryker product.

Event description:
It was reported that patient dislocated her hip and experienced pain therefore, she needed to have a revision surgery. Patient is currently following up with her surgeon. Patient states that she has been through very difficult times.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as left unknown stryker hip. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.